Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2004, essure (ess205) (fallopian tube occlusion insert) was placed. It was a painful placement. Two and a half years after insertion she started having complaints. Her complaints included pain in pelvis, constipation, pain during menstruation, pain in head, lower back pain, tiredness, memory loss, concentration problems, arrhythmia, and heavier menstruation. The influence of essure in her daily life included work-related problems. She contacted a doctor and received medication. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvic pain that started 2,5 years later. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 21-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvic pain that started 2,5 years later. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.